Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission showed no capture exhibited by the right atrial lead. Subsequent programming interventions were made. The patient was stable.